Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required by surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("d fallopian tube consists of three pieces that are approximately 6 cm in length by 05 cm") in a female patient who had essure inserted (lot no. 789029) for female sterilisation. The patient had a medical history of abdominal pain, right lower quadrant pain, menometrorrhagia, abnormal uterine bleeding, parity 2, gravida ii, pregnancy, ovarian cyst, pelvic pain, menses irregular, menorrhagia and heavy periods. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy with removal of essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.642 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: fallopian tubes, right, left, salpingectomy for sterilization: complete cross sections identified. Focal endometriosis involving one fallopian tube. Metal coils consistent with essure device. Clinical information: right lower quadrant, abdominal pain, sterilization. Por the operative report in the electronic health record, endometriosis was noted in the right vesicouterine fold, right pelvic sidewall, posterior cul de sac, left ovary, left ovarian fossa, left broad ligament. Gross: one fragmented fallopian tube, one intact fallopian tube and two essure coils the fragmented fallopian tube consists of three pieces that are approximately 6 cm in length by 05 cm diameter one of these fragments consists of the fimbriated end. Cross sections show an unremarkable out surface. The 9.2 cm in length by up to 0.6 cm in diameter intact fallopian tube has fimbria at one end of the specimen cross sections are unremarkable sections: first tube including the entire fimbriated end and second tube including the entre fimbriated end. [Ultrasound pelvis] on (B)(6) 2019: reason for exam: irregular periods and pelvic pain. Curettage and essure device placement. Findings: the. Uterus is anteverted, normal in size. Measuring 10.0 x 5 x 5.8 cm. There is-arcuate or possible partial septate morphology of the uterus. The endometrial stripe thickness is normal at 4.0 mn. Bilateral shadowing essure devices are not. 1 in the region of the fallopian tubes... There 1s an anechoic 7.6 mm sion in the left cornua of the uterus near the essure device, could be a small cyst. The right ovary measures 3.4 x 2.7 x 2.4 cm. Tl left ovary measures 3.1 x2:4 x 3.0-m, physiologic right ovarian cyst. Both ovaries have normal doppler arterial flow. No adnexal masses. Impression: essure devices in place. Arcuate-on partial septate morphology of the . Uterus. Tiny cystic focus rear the left cornua of the uterus near the essure device of unclear clinical significance. Would suggest correlation with a pregnancy test. Normal sonographic appearance of the ovaries without evidence of torsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical device removal was updated to device breakage. Reporters, patient information, medical history, lab data, indication, lot no., and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("d fallopian tube consists of three pieces that are approximately 6 cm in length by 05 cm") in a female patient who had essure inserted (lot no. 789029) for permanent contraceptive tubal implant. The patient had a medical history of abdominal pain, right lower quadrant pain, menometrorrhagia, abnormal uterine bleeding, parity 2, gravida ii, gravida ii, ovarian cyst, pelvic pain, menses irregular, menorrhagia and heavy periods. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy with removal of essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.642 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: fallopian tubes, right, left, salpingectomy for sterilization: complete cross sections identified. Focal endometriosis involving one fallopian tube. Metal coils consistent with essure device clinical information: right lower quadrant, abdominal pain, sterilization. Por the operative report in the electronic health record, endometriosis was noted in the right vesicouterine fold, right pelvic sidewall, posterior cul de sac, left ovary, left ovarian fossa, left broad ligament. Gross: one fragmented fallopian tube, one intact fallopian tube and two essure coils the fragmented fallopian tube consists of three pieces that are approximately 6 cm in length by 05 cm diameter one of these fragments consists of the fimbriated end. Cross sections show an unremarkable out surface. The 9.2 cm in length by up to 0.6 cm in diameter intact fallopian tube has fimbria at one end of the specimen cross sections are unremarkable sections 1) first tube including the entire fimbriated end, 2) second tube including the entre fimbriated end [ultrasound pelvis] on (B)(6) 2019: reason for exam: irregular periods and pelvic pain. Curettage and essure device placement findings: the. Uterus is anteverted, normal in size measuring 10.0 x 5 x 5.8 cm. There is-arcuate or possible partial septate morphology of the uterus.. The endometrial stripe thickness is normal at 4.0 mn. Bilateral shadowing essure devices are not. 1 in the region of the fallopian tubes... There 1s an anechoic 7.6 mm sion in the left cornua of the uterus near the essure device, could be a small cyst. The right ovary measures 3.4 x 2.7 x 2.4 cm. Tl left ovary measures 3.1 x2:4 x 3.0-m, physiologic right ovarian cyst.. Both ovaries have normal doppler arterial flow. No adnexal masses. Impression: 1. Essure devices in place. Arcuate-on partial septate morphology of the . Uterus. 3. Tiny cystic focus rear the left cornua of the uterus near the essure device of unclear clinical significance. Would suggest correlation with a pregnancy test. 4. Normal sonographic appearance of the ovaries without evidence of torsion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage¿¿ lot number: 789029 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.